Event description:
It was reported a patient experienced a surging sensation that went away when stimulation was turned off. The healthcare provider (hcp) had two patient¿s experiencing a surging sensation, one was positional related and one was not. The location was noted to be the implantable neurostimulator (ins) location.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).